Event description:
It was reported that this right ventricular (rv) defibrillation lead was repositioned due to an unspecified product performance issue approximately one month post implant. No additional specific information was provided by the physician or facility, however, additional information has been requested. No additional adverse patient effects were reported. This lead remains in service. If information is provided in the future, a supplemental report will be issued.